Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset pump, assisted caller with reset, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed caller to contact support again if malfunction recurred, which caller acknowledged and understood.